Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11 the touch is now working after replacing the executive processor board which allowed to enter the service menu and the touch could be recalibrated. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported by the customer that during routine checkup the cardiosave intra-aortic balloon pump(iabp) had a display not responding. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.